Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6)2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Customer declined further troubleshooting stating that when infusion set was removed it was found that cannula was curled up. Customer was advised to monitor blood glucose.